Manufacturer narrative:
This lead was returned and subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, no deviations were noted, which can be considered to be the root cause of the clinical observation. The lead proved to be without fault throughout its inspection. In particular, the values of the parameters measured during the electrical/mechanical analysis were within the technical specifications. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - it was reported that approximately one month after the implant loss of capture on this lv lead and possible loss of capture on the rv lead were observed via homemonitoring. During the revision surgery this lv lead was explanted due to dislodgement and the rv lead was repositioned.